Event description:
It was reported that when the device was used during a laparoscopic left salpingo-oopherectomy procedure, the surgeon noted some oozing of blood at the end of the case. Patient's blood pressure dropped in recovery; surgeon re-operated to control bleeding. The surgeon stated the staple line did not hold.